Manufacturer narrative:
H6: investigation summary a mz1000 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21015537. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21015537 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.

Event description:
It was reported that the maxzero needleless connector leaked chemotherapy medicine on the patient while removing the elastomeric pump. The following information was provided by the initial reporter, translated from portuguese to english: "the patient arrived for removal of the elastomeric pump on d3 of his chemotherapy protocol, but during the procedure, it was observed by the nurse that it has leaked through the q-syte. No impact to patient. Device was removed, and patient's skin was cleaned since it was contaminated with chemotherapy"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the maxzero needleless connector leaked chemotherapy medicine on the patient while removing the elastomeric pump. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient arrived for removal of the elastomeric pump on d3 of his chemotherapy protocol, but during the procedure, it was observed by the nurse that it has leaked through the q-syte. No impact to patient. Device was removed, and patient's skin was cleaned since it was contaminated with chemotherapy."